Event description:
Customer reported a past low blood glucose event with an unknown cause. Lowest blood glucose level recorded was 48 mg/dl, which required the customer to consume carbohydrates as a treatment action. Control-iq feature was active during the occurrence. Technical support recommended that the customer consult a healthcare professional to discuss factors affecting their blood glucose levels, and the customer acknowledged this advice.